Manufacturer narrative:
The distractor was optically assessed and stereo microscopically investigated in the manufacturer's lab. The stereo microscopic investigation revealed a tensile crack due to stress. Further observation determined there were no indications of material or manufacturing defects discovered. The results of the investigation conclude that the root cause of breakage was due to bending of the plate and/or mechanical overload on the device. If further information is gathered that might add value to this report, an additional follow-up will be submitted.

Event description:
During the consolidation phase of the distraction process, the foot plate broke off at the weld spot. A secondary surgery was performed to remove the broken distractor.